Event description:
During a biopsy procedure the device gave multiple error codes. A loud noise was heard during sampling and then the cutter stopped which was followed by an error code. There was no pt consequence reported.